Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported migration is unconfirmed due to lack of comparative imaging. The indeterminate endoleak was identified as a type ia endoleak. This moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of the type ia endoleak could not be determined with the medical records available for review. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately nine (9) years post initial procedure it was identified that the aortic neck has dilated, and cuff has slipped causing an indeterminant endoleak. Reintervention was performed with implant of an afx vela suprarenal; however, due to the neck expansion there is no seal zone. The physician will continue to monitor the patient though, per the patient¿s request there will not be an additional complex repair. The patient is reported to be stable. Subsequent to the initial report, clinical assessment identified that the indeterminant endoleak was determined to be a type ia endoleak.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately nine (9) years post initial procedure it was identified that the aortic neck has dilated, and cuff has slipped causing an indeterminant endoleak. Reintervention was performed with implant of an afx vela suprarenal; however, due to the neck expansion there is no seal zone. The physician will continue to monitor the patient though, per the patient¿s request there will not be an additional complex repair. The patient is reported to be stable.